Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was sent to the customer site. After analysis of the system and system data, the fse proactively replaced the water and probe wash bottles, the transport chain, and the sample and reagent drds (dual resolution diluters). The qc and precision results were within specifications. The actual cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low gastrin (gas) result was obtained for one (1) patient sample on an immulite 2000. The laboratory questioned the initial low result, and the sample was re-tested twice. The repeat gas results were higher. The discordant result was not reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant gas result.